Event description:
It was reported that the patient presented remotely via melrin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed. Further information was requested however, was not provided.